Event description:
A malfunction alarm was reported by a distributor in slovakia for an insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer continued to use the pump for insulin therapy.